Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that the orthopaedic surgeon did an t2 ankle nail procedure. Peroperatively the nail was checked and there was nothing wrong. The images on rx were really weird. The nail looked bent and also the lateral and medial screws looked bent/curved. He finally wanted to lock the posterior calcaneum screw, so he drilled with the correct drill but didn't checked the position on rx. After the drilling he let an orthopaedic trainee lock the screw. After this he checked out the position of this screw and apparently the screw went not through the nail. The surgeon blamed it on the system/target arm. A week later there was again the same surgery and went perfectly. He never outed any complaints right towards me. He only asked me to give him the contact details of an industrial engineer or a person who is responsible for this nail design so he could ask some questions in order to better understand the mechanism.